Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation caused by the left ventricular (lv) lead. It was noted that the patient experienced a small knocking sensation for about four or five months. Reprogramming was done, which resolved the stimulation, and the lead remains in use. The patient is a participant in a clinical study.  No further patient complications have been reported as a result of this event.